Manufacturer narrative:
The main component of the system and other applicable components are: product ID 924256, lot # 082210916a, product type accessory.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the screw broken in half when the base of the stimloc was being screwed into the patient's skull during the implant procedure. No environmental, external or patient factors were reported. No troubleshooting was done since the screw broke. The hcp used another screw and the issue was resolved. The patient was alive with no injury. No further complications were anticipated. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
Additional review determined conclusion code 92 no longer applies to this event. Additional review determined this event is no longer reportable for serious injury but is reportable for malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.